Event description:
In late 2008, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra meter was displaying an "error 5" message before applying blood to the test strip. The pt indicated that the error message first occurred about 2 weeks before he contacted lfs to report the issue. He did not have a backup meter and was unable to obtain meter readings during the entire 2 weeks: the pt usually tests 5 times per day. He claimed that about 1 week after the error message began, he developed symptoms of feeling shaky, tired and very cold. The pt was unable to recall the events that led to his symptoms; however, he recalled that nothing was unusual about his activity levels or food intake. Because the pt was familiar with these symptoms he claimed were due to low blood glucose levels, he treated himself with juice and felt better afterwards. The customer care advocate (cca) walked the pt through troubleshooting and noted that the error message was unresolved. Replacement products were sent to the pt. This complaint is being reported due to the following conclusion: the pt allegedly developed symptoms suggestive of a serious injury (hypoglycemia) 1 week after the error message occurred.

Manufacturer narrative:
Lifescan has requested the return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.